Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Almandoz je, crandall bm, scholz jm, fease jl, anderson re, kadkhodayan y, et al. Pre-procedure p2y12 reaction units value predicts perioperative thromboembolic and hemorrhagic complications in patients with cerebral aneurysms treated with the pipeline embolization device. J neurointervent surg. 2013; 00:1-8. On (B)(6) 2014, a literature article was received describing a total of 44 patients (8 male / 36 female) with a mean age of 59.2 years who underwent 48 ped (pipeline embolization device) surgeries. Three patient case studies were provided out of 44 patients. All three patients were given antiplatelet therapy. Case #1: treatment of a large fusiform aneurysm measuring 16mm located in the cavernous segment of the right ica (internal carotid artery). The patient presented with diplopia and right cranial nerve iii and vi palsies. The patient was considered a clopidogrel hyporesponder with a pru (p2y12 reaction unit) value of 262 on the day of procedure after 7 days of clopidogrel therapy. Additional clopidogrel was provided. The patient underwent pipeline embolization treatment and had two pipelines were deployed and implanted. Imaging revealed stenosis within the second ped which improved after balloon angioplasty (an option presented in the instructions for use, u.s.). Post procedural angiogram showed contrast stasis in the aneurysm and a patent cerebral vasculature. On postoperative day 1, the patient experienced left-sided hemiparesis. In addition, diffusion weighted imaging revealed numerous thromboembolic infarctions in the right cerebral hemisphere. The pru value was 292 at the time of thromboembolic complication. The patient was discharged with permanent disability of left-sided hemiparesis.